Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8850 centerline endoscopic carpal tunnel release instrument jammed with the blade open and in order to safely continue the procedure, it would have been necessary for it to close for withdrawal. It was further reported that even though the tendon was thick, the system jammed and had no cutting function. This was discovered during an arthroscopic carpal tunnel release procedure with no patient harm. There was no delay in the procedure, and no additional anesthesia was required. The case was completed with another centerline device.